Event description:
It was reported that the patient experienced phrenic nerve stimulation in all the vectors of the left ventricular (lv) lead. The lv lead was explanted and replaced. There were no patient consequences.